Manufacturer narrative:
As of today, the lead was not available for analysis. Therefore the lead itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The data extracted from the associated and returned ICD showed iegm episodes recorded in (B)(6) 2019 revealing artifacts on the right ventricular channel resulting in shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the lead itself become available for analysis, the investigation regarding the lead will be updated.

Event description:
Oversensing with inappropriate shock delivery was reported in MDR-1028232-2020-05637. However, the reported serial number (B)(4) and lead model (plexa promri s 65) was not correct. This report is on the correct lead, and the other file will be updated and closed.